Event description:
A pt reported experiencing inaccurate readings with a one touch meter. Pt reported that the ot meter had missing lcd segment. Pt had a blood glucose reading of 402mg/dl on the ot versus a reading of 102mg/dl on a non-lifescan brand meter. All attempts to contact pt by lifescan reps to obtain further info were unsuccessful. No add'l info is available at this time. Should add'l info become available, a follow-up report will be submitted.